Event description:
Nurse was removing huber needle from implanted port. Safety device did not engage in locked safety position - needle came up further than it should have. Neither patient nor nurse sustained injury from malfunction.additional information obtained from the site: there is no patient information and it has no bearing on the incident. It has happened a few times in the past year or so - I may have submitted previous reports on it - can't remember. All users are oriented to use the device properly. This device has been in use in our facility at least 5 years and probably longer and there has not been any design changes to the device. The person removing the needle was a staff nurse in our ambulatory clinic. They are trained by the educator and their preceptor during new hire orientation to use it properly. The patient/family had nothing to do with managing the device.